Event description:
According to the reporter, during procedure, when sealing fat tissue with normal thickness, sealing was inadequate/partial (with evidence of energy delivery and end tones heard) and there was no re-grasp alert. No good seal took place, and the jaws were cleaned constantly. It bled after cutting and the bleeding was approximately 5 ml. Blood transfusion was not necessary. The patient was not on any medications that may contribute to bleeding. No medical/surgical intervention or reoperation was done to patient to stop the bleeding because when bleeding was detected, the device was changed immediately using the same generator that worked fine.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant product: vlft10gen, vlft10gen ft series energy platformx1, (sn: unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during procedure, when sealing fat tissue with normal thickness, sealing was inadequate/partial (with evidence of energy delivery and end tones heard) and bled after cutting. No good seal took place, and the jaws were cleaned constantly. Another ligasure was used with the same generator and it worked fine.